Event description:
It was reported the patient received the following results within 15 minutes: a result in the 200's mmol/l range and 150 mmol/l.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). The product was discarded and is unable to be returned for evaluation.